Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 145mg/dl at the time of the incident. The customer reported that she received a replacement pump and it has been giving her unexpected restart alarm since she began using it. The customer checked the alarm history and there was external ram crc error and unexpected restart in the alarm history which she says happened about 15 minutes ago. Her screen went blank and then it came up and said unexpected restart. Customer has received a replacement pump and had a blank display on the second day of use. Once the display came back on she got an unexpected restart error and had to reset the time and date and do a rewind and prime. The customer reported that the display returned after inserting new battery during troubleshoot. The customer will be sent a battery cap. The customer called back with the same issue and after receiving a new battery cap. Patient already used a different battery cap from a different pump but the issue was still happening. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram crc error and unexpected restart error alarm due to blank display.